Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the arm. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system has a problem with the gas shock in the c-arm, such that the c-arm will drift. There was no report of patient injury.